Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to graft migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment, sizing requirements. Zenith aaa ancillary components are indicated for use with the zenith aaa graft during either a primary or a secondary procedure. Without additional information or images, it is difficult to determine a root cause. It should be noted that the main body extension does not provide suprarenal fixation. The main body extension is intended to be used with zenith devices in primary or secondary procedures. Without images or additional information, we are unable to determine why the devices migrated. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.

Event description:
A male patient had a previously placed endograft in 2006 of another manufacturer. During the original surgery, it had not sealed properly, so a cook cuff was used to obtain a good seal. The patient had an angulated neck, and over 3 years, both devices slipped approximately 3 cm. The physician wanted to use a renu cuff. He was not interested in using a converter, because he did not believe that the patient would survive a fem-fem. In 2009, the renu cuff was prepped. The physician put the device up, deployed it below the renals, and went to remove the black trigger wire. At this time, it was noticed that there was not a thumb screw on the white trigger wire. The sales representative told the physician that the white trigger wire could come loose at any time (1820334-2010-00018). The physician proceeded to pop the top cap and went to remove the white trigger wire but it would not come loose. The physician assumed glue was holding it in place, so tried to gently pull the trigger wire while holding the grey positioner with his hands, forceps, and then a knife to slide it between the trigger wire and grey positioner. At this point, he rotated the trigger wire the opposite direction of the grey positioner with orthopedic pliers and was successful. This allowed him to grab the trigger wire with forceps and pull it out. After the device was completely out of the patient, it was noticed the base of the white thumb screw was still inside the trigger wire.